Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After successfully loading a merit guidewire and completing ten (10) applications with the catheter, the guidewire became stuck and hard to pull back. The catheter was withdrawn from the patient. No tissue was observed at the tip of the catheter nor guidewire. The catheter was replaced, and the procedure was completed without patient complications. The catheter was received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the catheter was returned with a guidewire inserted. The guidewire was returned with no abnormalities noted. A new test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. No tissue nor foreign matter was noted on the catheter nor in the sterile pouch. The reported stuck guidewire event was not confirmed via analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After successfully loading a merit guidewire and completing ten (10) applications with the catheter, the guidewire became stuck and hard to pull back. The catheter was withdrawn from the patient. No tissue was observed at the tip of the catheter nor guidewire. The catheter was replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.